Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically explanted three days after implant due to perforation. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical testing and x-rays did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of perforation.